Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6). H3. Analysis found usb charge port is loose and back case is cracked. The device passed battery charging bench test and passed final functional jbal test. Opened device and found usb hub bracket broken and battery fully swollen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported the communicator was cracked on the back in several areas. They noticed the damage a couple of days ago. An email was sent to the repair department for a replacement communicator. No patient injury reported.